Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified superficial femoral artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a twist occurred as the catheter was passed through the lesion, entangling the shafts of the guidewire and ivus catheter. The procedure was completed using another device of the same type, and no patient injury was reported.